Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. Upon evaluation, the monitor had intermittent bga chip connections, which were causing the intermittent power-ups. The root cause of the defective bga chips was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that monitor sn (B)(4) was unable to power on.